Event description:
Per attorney allegedly poly broke and was revised. Right knee. Other components were allegedly found to be loose.

Manufacturer narrative:
Conclusion statement: there was no device failure.